Event description:
A report was received that the patient was having charging issues due to the ipg being at an angle. The patient underwent a revision wherein the ipg was replaced per physician¿s preference. The patient was doing well after the procedure.

Event description:
A report was received that the patient was having charging issues due to the ipg being at an angle. The patient underwent a revision wherein the ipg was replaced per physician¿s preference. The patient was doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The depleted ipg was successfully charged in one cycle with three active programs. Charge profile indicated that charging had not been optimal due to tilted ipg orientation or deep pocket. The ipg passed all the required tests and revealed no anomalies.